Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that, per CT scan, the distal segment of the catheter was seen to have dislodged and migrated out of the intrathecal space. The patient experienced a return of symptoms characterized by increased spasticity. It was noted that the catheter was explanted and replaced. At the time of report, there was no patient injury or adverse event. The drug used in this system was lioresal.